Manufacturer narrative:
D6b explant date: estimated

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion one month post-implant. The aus was explanted and replaced with an aus device with a larger cuff. There were no additional patient complications reported.